Event description:
The customer stated that she was hospitalized for high blood glucose levels last year, and feels that the insulin pump is not functioning properly. The customer stated that she had blood glucose levels above 500 mg/dl at the time. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. The customer didn't have the tubing clamp for the high pressure test. The customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be draw at this time.